Manufacturer narrative:
Event date was approximated as event date was reported as unknown.

Event description:
It was reported that dissection occurred. A flextome cutting balloon was selected for use. Upon post dilation, a dissection occured which resulted to stenting a bifurcation rather than just the main vessel. No further patient complications were reported and the final outcome was good. It was further reported the target lesion was located in the moderately calcified left anterior descending artery (lad). The balloon was withdrawn normally and no visible damage was observed on the balloon. Dissection was observed in the lad/diagonal.

Manufacturer narrative:
Event date was approximated as event date was reported as unknown.

Event description:
It was reported that dissection occurred. A flextome cutting balloon was selected for use. Upon post dilation, a dissection occured which resulted to stenting a bifurcation rather than just the main vessel. No further patient complications were reported and the final outcome was good.